Manufacturer narrative:
On 6/4/2020 the sales representative provided additional information. "The surgeon does not believe this was a hardware failure. He also informed the hospital administration of his observation". No evaluation possible at this time. The implant has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During a revision surgery on (B)(6) 2020 it was discovered that the left l5 set screw was loose. Additionally, the right l5 polyaxial screw was loose in the vertebral body; however the set screw on this level was not loose. The patient informed the surgeon that 6 weeks post-operative surgery she was pushing a 250 lb. Motorized wheelchair very hard up against a wall and felt a pop in her back. This is when she started to have back pain. The arsenal spinal fixation system was originally implanted on (B)(6) 2020 at the l3-l5.